Manufacturer narrative:
Product ID 97740fa lot# serial# (B)(6) :product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740fa, serial/lot #: (B)(6) , UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient did not have pp with him to troubleshoot. The reason for call was. Patient reported the pp is not turning on since a year ago. Pt called back stating their programmer won't power on. Pt stated this started about a week ago. Ps sent email to repair to replace programmer. The caller had a damaged belt. Pt confirmed the belt broke about a month and a half ago. An email was sent to repair to replace the belt. Pt reported they've been having problems on and off for about a year with their recharger (insr) taking a long time to charge when connected to the desktop charger (dtc). Pt stated their insr was connected to the dtc for about 8 hours and it only charged to about 25%. An email was sent to the repair department to replace the dtc. Pt called because they received a replacement dtc (did not have with them to provide serial number) but not the other replacements that were needed. Uponfurther troubleshooting with the pt, the pt said that their recharger will take over 30 hours to charge and still does with the replacement dtc. Pt also said that they are unable to charge their implant and have not been able to for about 3 weeks. Pt said that they have had problems with their recharger for the past year and a half.